Event description:
Healthcare professional reported, right side rupture. Device has been explanted and replaced with a non-allergan implant.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced with non allergan product.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Observed two devices observed in the photo. A device appears to be intact, and the other have an opening, both devices without labeled by side explanted. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of the shell assessed as to inconclusive. Additional observations: ¿ observed 40 mm dark patch edge material inside gel device. ¿ crease fold observed in the device.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced with non allergan product.